Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product [item#: 42517000303 lot#: 63717722] identified signs of repeated use and the post feature has fractured off. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00820.

Event description:
It was reported that the instruments were found broken in the central processing department. No patient involvement.